Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for follow up in clinic, premature battery depletion was observed. Upon interrogation, it was noted that the device longevity had dropped from 6.6 years to eri in (B)(6) 2016 down to 2 years to eri. Patient was asymptomatic and previously had an av nodal ablation leading him to be completely dependent on the device. The device was explanted and replaced. Patient is doing well and will continue to be monitored.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.